Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Examination of returned device was inconclusive. The reported issue has been addressed.

Event description:
It was reported that patient underwent initial left total hip arthroplasty on (B)(6) 2015. During the procedure, while attempting to impact the liner into the acetabular cup, the patient's acetabulum fractured. As a result, there was a 45 minute delay in surgery. Another liner was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.